Event description:
It was reported that noise was observed on the right ventricular lead. The noise was able to reproduced with pocket manipulation. The lead was determined to have fractured. No patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.